Manufacturer narrative:
Additional information: device lot number now provided. Correction: new device manufacturing date now provided. The grey tracker was returned to the manufacturer for analysis. Investigation found that with markers attached and fully seated, the tracker returned good geometry and divot error readings. One side tab was sticking when fully extended, but was otherwise was found to be fully functional. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No finding are possible since the reported instrument was not returned to manufacturer. A replacement instrument was shipped to the site to resolve the issue. No further issues were reported. Instrument was not returned to manufacturer by sit.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the instrument was intermittently tracking. They changed the spheres but that did not resolve the issue. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.